Manufacturer narrative:
Event was previously reported under MDR number 2017865-2010-04471. It was reported that the rv lead had dislodged. The lead was explanted

Event description:
New information states that the lead was capped and replaced on (B)(6) 2017 due to dislodgement. The system was downgraded from an ICD to a dual chamber pacer. The physician placed the lv lead in the rv port and the atrial lead in the atrial port. The patient was asymptomatic before, during, and after the case.